Manufacturer narrative:
The referenced previously reported driveline infection was reported under medwatch MFR report # 2916596-2018-04202. Approximate age of device ¿ 2 years and 5 months. No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after completing a course of intravenous (IV) antibiotics for a previously reported driveline infection, the patient experienced an exacerbation of the driveline infection. Cultures were (B)(6) for pseudomonas. Pump parameters were stable. No heart failure symptoms were present. IV antibiotic therapy was initiated. The patient was discharged home to continue IV antibiotic therapy. The infection remains ongoing. No additional information was provided.